Manufacturer narrative:
Concomitant medical devices: 5867-3m lead, implanted (B)(6) 2016.

Event description:
It was reported that the atrial lead occasionally exhibited far field r-wave (ffrw) sensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.